Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during dwell four of four, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp close all the clamps and cycle the power to clear the alarm. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up report will be submitted.